Manufacturer narrative:
Trackwise # (B)(4). The lot #25152044 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Only the cannula was returned to the factor for evaluation on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. Signs of clinical use and evidence of blood was observed on the cannula handle as well as blood and tissue was observed on the c-ring. The c-ring was observed to be transected in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. No harvesting device was returned for evaluation. Based on the returned condition of the cannula, the reported failure "peeled¿ was not confirmed, but was confirmed for the analyzed failure ¿break-c-ring¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (jaws) scissor/cutting part of the device broke while vein was being harvested in the left thigh. Hemopro 2 (jaws) no patient effects have been seen, there didn¿t seem to be any pieces left in the leg and the device seemed to be intact except for where it had come apart at the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (jaws) scissor/cutting part of the device broke while vein was being harvested in the left thigh. Hemopro 2 (jaws) no patient effects have been seen, there didn¿t seem to be any pieces left in the leg and the device seemed to be intact except for where it had come apart at the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.